Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition the alleged incident occurred during step 3 of setup and at this time the previous stages were completed successfully. Therefore, the event could be attributed to the end user accidentally closing the clamp. In accordance with the user guide it states ¿clamp any line that is not connected to a solution bag. Keep the heater bag line (red clamp), drain line (yellow clamp), and patient line (blue clamp) open throughout setup and treatment.¿ in addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was receiving alarms during their pd treatment. The patient contact reported that the patient was receiving an air detected in cassette alarm during dwell 3 of 5 of their pd treatment. The patient contact reported that the patient was also receiving solution bag lines are blocked message during dwell 3 of 5 of their pd treatment and the solution bag lines were unclamped after because patient contact thought this would clear the message. The patient contact also stated that during setup of unknown phase of the patients pd treatment they disconnected the solution bag line and solution spilled out onto the cycler. The patient contact reported that no fluid got in contact with the cycler. The patient contact reported that there was no fluid leak discovered after removing the cassette from the cycler door. The patient contact wanted to cancel the patient¿s pd treatment after receiving the alarms. Technical support assisted the patient contact with cancelling the patient¿s pd treatment. The patient was advised to continue using their cycler tomorrow and follow up with their peritoneal dialysis nurse (pdrn) regarding the patient¿s missing part of their treatment tonight. It was reported that an alternate treatment option was available. Upon follow up, the patient contact stated that they help the patient with their pd treatment. The patient contact stated that they have not been fully trained on performing stat drains and manual peritoneal dialysis. The patient contact stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact stated that they set up the patient¿s pd treatment three times that night. The first two times they had major leakage with the cassettes. The patient contact stated that the leakage was coming from mostly all of the lines on the cassette tubing. The patient contact stated that during the third setup, they clamped all the lines and everything worked fine. The patient contact stated that they continued to use the cycler after this night. Upon further follow up, the pdrn stated the patient and patient contact were trained multiple times on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that a most of the issues that the patient has been experiencing are caused by user error. The pdrn stated that the patient and patient contact repeatedly have trouble during the patient¿s pd treatment. The pdrn stated that they setup three times because they were receiving supply bag blocked alarms. The pdrn stated that earlier in the day on (B)(6) 2020 they had a fluid leak from the cassette lines. The pdrn stated that they do not believe the patient and patient contact are closing the cycler door all the way and this is the reason why the fluid is running out of the lines below the cassette organizer after breaking the cone. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.